Manufacturer narrative:
Patient details were not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported in the publication: "recognizing post-cardiac injury syndrome after impella 5.5 insertion in cardiogenic shock: a case-based discussion" that a patient implanted with an impella 5.5 experienced post-cardiac injury syndrome (pcis). The patient developed chest pain, tachycardia, and hypotension post-impella insertion. The patient was treated with ibuprofen and colchicine and received a heart transplant 14 days later.

Manufacturer narrative:
No product was returned for investigation. The cause of the pericardial effusion was not determined due to insufficient clinical details. The root cause of the tachycardia/ischemia was unable to be determined due to insufficient clinical details.